Event description:
A report was received that the patient will undergo a lead and ipg replacement due to high impedances. The ipg's database was analyzed and no anomalies were found.

Event description:
A report was received that the patient will undergo a lead and ipg replacement due to high impedances. The ipg's database was analyzed and no anomalies were found.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure. The physician replaced the paddle lead with a new paddle lead. During the revision, the new lead displayed normal impedances. After the revision, the new lead was displaying high impedances on various contacts and the patient did not feel stimulation. The patient underwent an ipg replacement procedure the following day due to the high impedances. The patient is reportedly doing well and getting good stimulation. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. Impedance readings were within normal range. The device exhibits normal device characteristics. Returned lead analysis did not confirm the complaint of open contacts. Visual inspection revealed that the body of paddle lead has a burn mark approximately 6 cm from paddle lead end. X-ray inspection revealed a broken wire that corresponds to contact # 8. This wire break was right at the burned mark on the lead body. The cause of the burn mark is unknown.